Event description:
Rptr is writing in regards to a letter of warning that was sent to president of the lunar corp. On 8/5/93, concerning investigation of their dpx x-ray bone densitometer. This "warning of letter" seemed to be mostly concerned with the technical compliances of their device. Rptr is in hopes that center of devices and radiological health would have also investigated clinical records concerning the safety of this device. The reason for rptr's interest in this matter is because they have experienced a negative reaction from this device's testing and if rptr could be negatively affected by it, then there must be others who have had problems with it too. Rptr would appreciate greatly any info in this direction this agency can give them. In 1999 at 4 pm rptr had a bone densimeter dpx x-ray test done for the diagnosis of osteoporosis. That same night rptr was awakened with excruciatingly sharp pains along the entire left leg. (This was the leg that was tested). The leg also seemed to be extremely heavier than the right leg when rptr tried to raise it while lying in bed. Then, when rptr got out of bed, it was tremendously painful to put their weight on this left leg to try to walk. When rptr was having the test done, the tech had to start the device twice. Tech said it had given her trouble all day. When it finally started, she left the room. When it was directed down rptr's left hip to ankle. Rptr felt a tringly, prickly, slightly warming sensation several times as it progressed down hip and leg. The very same places rptr felt this sensation as rptr was being tested, was the very same places the pain was originating from. It is going on eight months now and rptr has several indentations along the outside of this left leg that pulls in when rptr walks on it. Rptr also cannot extend their leg to walk at a normal gait because of this pulling - like the fusion of tissue. The pain has very slowly gotten less, but has never diminished. Rptr has also been unable to draw their body weight up on stepls without a log of pulling and pain in this left leg. Rptr has also developed a stomach problem from the extended use of nioxx. 25 mg that was prescbribed for this injury. This medicine relieved the pain some but did not alleviate it. Rptr is in hopes agency can provide them with some records of others who have been affected negatively by this device. Rptr cannot believe they are the only one that has experienced a problem after being tested by this device.